Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a (B)(6) pt experienced a right-hand metacarpal fracture. During the procedure, the surgeon made the incision, performed soft tissue dissection and was reducing the fracture by the reducing clamp. Surgeon was using a drill bit and it was reported a small part of the drill bit was left in the pt's bone. It was not reported if the drill bit broke and/or if a small piece of the drill bit came off. Additional info has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.